Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient presented to the emergency room (ER) due to an infection at the infusion site on (B)(6) 2026 and was treated with intravenous antibiotics. The patient was discharged with oral antibiotics and cream. No further information available.